Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
The white pad was detached during the procedure after about 10 minutes of use of the device. It is unknown if the tissue pad was completely detached from the device. No tissue pad was retrieved from the patient (risk of loss of the white pad inside the belly of the patient.). There was a delay to the procedure of an unknown length of time (so increase of the general anesthesia duration), however, there was no adverse consequence to the patient. Used another device.

Manufacturer narrative:
(B)(4). Batch # t9235h. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.